Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, wear abrasion, non-penetrating nick and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "rupture¿ confirmed via MRI. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.

Event description:
Healthcare professional reported "rupture¿ confirmed via imaging. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, b6, d4, d6b, d9, e1, h3, h6.

Event description:
Healthcare professional reported left side "rupture¿ confirmed via MRI. Device has been explanted and replaced.